Event description:
A customer contacted beckman coulter inc., (bci) regarding erroneously low glucose cartridge (glu) results obtained on unicel dxc 800 pro synchron clinical systems for three patients. Patient samples were re-tested on another analyzer and repeated results were higher for all 3 patients. These results were reported out of the lab. Erroneous results have not been reported out of the lab. Patient treatment was not affected in connection with this event.

Manufacturer narrative:
Calibration and qc had been within established specifications except for qc level iii was showing trending within the range prior to the event but data points were still within range. Customer shut down the glu channel and waited for a service call. A field service engineer (fse) had the customer replace the cartridge chemistries (cc) sample probe, run precision test and check calibration and qc. Root cause appears to be the cc sample probe.